Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
On (B)(6) 2009, a (B)(6) male underwent an abdominal aortic aneurysm repair due to another manufacturer's graft which had migrated, original implant date unk. On (B)(6) 2010, the area representative was made aware that this pt had undergone the explant of the ax1 and tfle components by a physician in (B)(6), who is not the implanting physician. The reason given for the explant was "infection." According to the reporting physician, no specific mention was made of graft infection and add'l details are not being shared by the explanting physician in (B)(6). As reported in the f/u by area rep: the question of graft infection was asked of the explanting physician and that doctor could not provide info. No pt outcome info was provided by reporter.